Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the patient had an overdose and needed to meet with a rep to have the pump checked at the hospital. Caller stated that the pump had been empty for two and a half weeks and was refilled yesterday, after which the symptoms occurred. Caller reported that the patient was "not lucid" and was difficult to wake. Caller added that the patient does not remember what happened last night. Caller also stated that they had already contacted the hcp and were waiting for a call back. Agent reviewed the rep's role and redirected the caller to the hcp for further assistance.